Manufacturer narrative:
On an unreported date in october, the patient experienced abdominal cavity infection. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal cavity infection. The cause of the event was due to fungal infection. It was not reported if the patient was hospitalized due to the event. The patient was treated with an unspecified medication (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing at the earlier stage of treatment and was withdrawn at the later stage of treatment. No additional information could be provided as the reporter declined follow up.